Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air-water cylinder could not be identified and the root cause of the issue could not be determined, as there was no observed device deformation that might contribute to the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had insufficient angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water-tube had a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water tube had a foreign material. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; the due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; the due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.